Event description:
It was reported that there was particulate matter (pm) contamination in the fluid path of an extension set. The pm was described as a ¿black bit¿ in the extension set. The pm was observed floating in the line after disconnection from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: UDI information is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in june, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.